Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03502 / 03503). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately 14 years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. The revision operative report noted the pain and metallosis as well as elevated metal ion levels, clear yellow synovial fluid and thickened synovium in the joint. The modular head was removed and replaced with a dual mobility system.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - biomet m2a magnum cup catalog#: rd118854 lot#: 255420; biomet femoral stem catalog#: 162255 lot#: 656110.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history record was reviewed with no relevant discrepancies found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to metallosis, elevated metal ion levels, and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of returned device noted nicks and indentations on the flat of the head. On the inside of the head there is foreign debris. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.